Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 56mm; cat# 542-11-56f; lot# 4v52x6; delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 58513302; size 8 accolade ii 132 deg; cat# 6720-0837; lot# 47865404. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. This was for the same device in the same patient for another infection. There has been 1 other similar evens for the lot referenced for the same patient. Sterile lot: msgth10a9 there has been 1 other event for the sterile lot referenced for the same patient. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient went on to have all components removed in 1st stage of 2 stage exhange on (B)(6) 2017. 2nd stage reimplantation occurred (B)(6) 2018.